Event description:
The facility's biomed reported an infusion pump with an 810:04 failure code that occurred during pt use. The biomed stated that there was no report of any pt injury or medical intervention resulting from this failure. Info was requested by baxter regarding pump programming and set-up info, tubing product code and lot number in use and the medication involved if applicable, but no additional info was available. Additional contact info was requested but no additional contact was identified. There have been no reports of any pt incident involving this pump since the last baxter service event.